Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to renal failure. Additional information was not provided.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The device was stated to have operated as intended and was not explanted. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. The device history records were reviewed for the lvas (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had renal dysfunction pre-implant. The patient's blood urea nitrogen (bun) and creatine were checked and both were elevated. It was decided to go to comfort measures and the hospital stopped checking for bun and creatine. The patient was extremely weak and drowsy and on (B)(6) 2022, patient passed away due to renal failure. The device operated as expected and was not explanted.